Event description:
Event description guidant received information that when the patient implanted with this implantable cardioverter defibrillator (ICD) put on a magnetic belt, the ICD oversensed noise, inhibited pacing, classified the noise as ventricular fibrillation (vf) and began to charge. The patient removed the belt before a shock was administed.